Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer states the pump did not alert the customer for high blood glucose levels. The customer's blood glucose level at the time of incident was 570mg/dl. The customer states they had removed the pump due to it not working. The customer disconnected the line and states their doctor was on the line. No further information or assistance was provided.